Event description:
Complaint is reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.5x38mm ion stent to treat the target lesion located in an unspecified vessel but was unable to cross the lesion. No patient complications were reported and the patient status is ok. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with no other devices. There was blood and contrast in the guidewire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal row of stent struts were stretched and bent. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).